Manufacturer narrative:
This is the same event as 3010536692-2016-00411.

Event description:
Allegedly, patient is suffering from mom complications. Additional information received 03/08/2016. Allegedly, the patient was revised due to mom complications: metabolic myopathy; elevated cpk.